Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a shocking or jolting sensation. The patient was getting a shock that went through her whole nerve pathway, including up and down legs, arms, and into mouth. The shocking was occurring up to 4 times a day and had been going on for the last 2 months. Per the reporter, when the patient got shocked she was "drawing on the power in the house." The patient was nervous because of shocks. There was no known accident or incident related to this event. The patient had turned the stimulator off 3 years ago and was not using it anymore. The patient worked in an aerospace facility and frequently went in and out of security.